Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, lab: 1.65, inratio: 2.9. Time between testing was thirty minutes. Patient's therapeutic range: 2.0-3.0. Customer's operational techniques: patient waits for the green light to obtain blood drop and apply the sample. Patient uses multiple drops and milks the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Customer milks the finger and applies multiple drops. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Comparison of inratio test with lab results provided by end-user at time complaint was filled: date: (B)(6) 2012, inratio: 2.9, lab: 1.65, mean: 2.28, confidence limits: (1.4 - 3.1). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from information provided by the customer. No product associated with the complaint is expected for return. In-house therapeutic donor testing has been performed on reported lot 275622. Results as follows: donor: 213, inratio results: (1.9, 1.9, 1.8), reference: 1.75, bias threshold: (1.25 - 2.25), %cv: 3.09. Donor: 205, inratio results: (2.9, 3.0, 3.3), reference: 3.29, bias threshold: (2.29 - 4.29), %cv: 6.79. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.